Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2021. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('very prolonged bleeding which was making me anaemic') in a 40-year-old female patient who had essure (batch no. B34522) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced arthralgia ("many joint pains (shoulders, hips)"), neck pain ("neck pain"), pain in extremity ("fingers pain"), fatigue ("chronic fatigue"), abdominal pain ("very debilitating abdominal pain"), heavy menstrual bleeding ("heavy menstruation"), migraine ("migraines"), insomnia ("insomnia"), amnesia ("memory loss") and confusional state ("confusion"). In 2016, the patient experienced depression ("depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and blood loss anaemia ("very prolonged bleeding which was making me anaemic"). The patient was treated with surgery (hysterectomy and salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the genital haemorrhage, blood loss anaemia, arthralgia, neck pain, pain in extremity, fatigue, depression, abdominal pain, heavy menstrual bleeding, migraine, insomnia, amnesia and confusional state outcome was unknown. The reporter considered abdominal pain, amnesia, arthralgia, blood loss anaemia, confusional state, depression, fatigue, genital haemorrhage, heavy menstrual bleeding, insomnia, migraine, neck pain and pain in extremity to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kgs. Lot number: b34522 manufacturing date: 2013-05 expiration date: 2016-05-31 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-may-2021: quality safety evaluation of ptc a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('very prolonged bleeding which was making me anaemic') in a (B)(6) year-old female patient who had essure (batch no. B34522) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced arthralgia ("many joint pains (shoulders, hips)"), neck pain ("neck pain"), pain in extremity ("fingers pain"), fatigue ("chronic fatigue"), abdominal pain ("very debilitating abdominal pain"), heavy menstrual bleeding ("heavy menstruation"), migraine ("migraines"), insomnia ("insomnia"), amnesia ("memory loss") and confusional state ("confusion"). In 2016, the patient experienced depression ("depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and blood loss anaemia ("very prolonged bleeding which was making me anaemic"). The patient was treated with surgery (hysterectomy and salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the genital haemorrhage, blood loss anaemia, arthralgia, neck pain, pain in extremity, fatigue, depression, abdominal pain, heavy menstrual bleeding, migraine, insomnia, amnesia and confusional state outcome was unknown. The reporter considered abdominal pain, amnesia, arthralgia, blood loss anaemia, confusional state, depression, fatigue, genital haemorrhage, heavy menstrual bleeding, insomnia, migraine, neck pain and pain in extremity to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body (B)(6) was reported to be 70 kgs. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.